Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA (510k) #: k011028, k013227.

Event description:
It was reported that the implant was unable to be placed due to sinus perforation and a lack of primary stability. It was not indicated if the patient would need to return for additional appointments. Tooth location not reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 6mm 5.7mm 8mm (tsv6h8) was returned for investigation (images attached in complaint). Visual evaluation of the as returned product identified dried bone, signs of use and no apparent malfunction. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured with calipers (cal312, 0-6 caliper, calibration due:(B)(6), 2021) and was verified to match specifications per pd-tsv6h8 rev l . No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported device was located on tooth #2 and was used/implanted for a single day/procedure. Pictures or x-ray images were not provided by the customer. The site was grafted with allograft after removal of the implant. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1227233). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review was performed for the reported lot number (1227233) for similar events and found no related complaints. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative